Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath and a guidewire. During the procedure, the catrx was advanced over the guidewire and was successfully used in one of the vessels. The catrx was advanced to a different vessel as a diagnostic catheter. After the catrx was removed, it was noticed to be fractured at the mid-shaft over the guidewire. The procedure ended at this point. It was reported that the patient expired. It was reported that the patient was extremely fragile and was crashing during the entire case. The physician did not attribute the death to the penumbra device.

Manufacturer narrative:
Please note that the following section was updated: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned catrx confirmed a fracture on the catheter shaft. If the catrx is manipulated against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance could not be determined. Evaluation revealed a kink distal to the fractured location. This damage also likely occurred due to manipulation against resistance during use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, and a guidewire. During the procedure, the catrx was advanced over the guidewire through the aspiration lumen and was successfully used in one of the vessels. Next, the catrx was advanced to a different vessel as a diagnostic catheter. After the catrx was removed, it was noticed to be fractured at the mid-shaft over the guidewire. The procedure ended at this point. It was reported that the patient expired. It was reported that the patient was extremely fragile and was crashing during the entire case. The physician did not attribute the death to the penumbra device.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.